Manufacturer narrative:
Findings: pump received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Moisture damage found on motor/force sensor assembly. Unable to verify blank display due to critical pump error (open book image). Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, missing display window cover, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. Customer tripped and fell into the pool. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.